Manufacturer narrative:
On 22-oct-2024, it was noticed the PMA/ 510(k) was inadvertently omitted from field g4 PMA/ 510(k) of the 3500a initial medwatch report. As such, the PMA/ 510(k) has now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: the carto 3 manufacturer investigated the issue based on the digital study data. It was found the reported map shift was caused due to magnetic distortion. There were no error messages displayed on the carto 3 system because the distortion was below warning level. The issue is related to a defect. The defect is being handled per defect management process. The history of customer complaints reported during the last year associated with carto 3 system #(B)(4) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #(B)(4), and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that after some ablation was completed, and they were performing a re-map, a map shift was noticed on the carto 3 system. The caller stated that there were no errors displayed on the carto 3 system, and the patches did not move. The caller also stated that there was no patient movement or cardioversion. The caller reported that they performed a complete re-map, and then the procedure continued without any other issues. There was no patient consequence. The issue occurred post mapping. No error occurred when we went to post map that is where it showed the shift. Patient did not move and yes we did a cardioversion before we started mapping.